Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call moisture damage and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised the reservoir leaked insulin inside of the device. Customer was advised replacement reservoirs would be sent out and they agreed to return the products for analysis.